Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar procedure, it was reported the pendant on the imaging system showed "door open." It was noted the door covers were physically closed but the pendant was still saying "door open." There was a five minute delay to the procedure. Re-starting the system resolved the issue and the site was able to use the system for the surgery. There was no reported impact on patient outcome.